Manufacturer narrative:
The device history record of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The reported complaint was unable to be confirmed due to samples not being returned. Photos were not provided to confirm reported failure mode. Testing was not conducted for the investigation. If the product is returned at a later date, this complaint will be reopened for further investigation.

Event description:
It was reported that fluid soaked through patient's infusion backpack during infusion (about 13 hours into 16 hour infusion). Infusion was discontinued and remainder of solution was discarded due to concern for contamination. Leaking occurred on the downstream side of the pump. There was a delay in therapy. There was no adverse/harm event reported. The product is not contaminated and does not contain a biohazard or chemotherapeutic agent. The medication used was parenteral nutrition without lipids. No patient harm was reported.